Manufacturer narrative:
Result: defective power cord.

Event description:
It was reported by service report that the main control module on the footboard would not work. No pt involvement or adverse consequences were reported.